Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range high voltage lead impedance was observed on the rv lead during normal device changeout. In addition, fluoroscopy revealed externalized conductors between the proximal and distal coil. The lead was capped and replaced. The patients condition after the event was good.